Event description:
It is reported that the pt received an acetabular cup on his left hip in 2006 (exact date not reported) and underwent revision surgery on an unk date. Reason for the surgery not reported.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Since the lot numbers were not provided, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the year of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced. Should additional information become available and the device(s) be returned for evaluation and an investigation result be available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).